Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line/set) alarm on the home choice (hc) during self-testing. The hp stated that he just set up and the alarm occurred. The hp had not yet connected. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.